Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. The tamper seal was broken. There was no evidence found in event log. Ran three accuracy tests as part of the investigation and the pump was found to be within manufacturing specifications. The device passed all accuracy tests and customer's reported issue was not duplicated. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: no repairs needed . No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the user hooked up a bag the day prior to reporting at 2000 and was about to change the bag the next day, but it appeared the bag was full. User denied any error alarms occurring in the 24 hours of running the pump. She was instructed to change the bag and the pump. She later confirmed that the new pump, serial number 1228068, was running and everything was correct. It is unknown if there was no patient, or clinician injury associated with this event.